Manufacturer narrative:
The beckman customer technical support (cts) sent a new rt12 rotor to the customer as a replacement to resolve the issue. (B)(4).

Event description:
The customer reported noticing that the rt12 rotor cracked inside the statspin ssvt-1 centrifuge after a spin. The safety shield was in use at the time of the event. Pieces of rotor were contained within the unit. There was no report of injury or exposure due to this event.